Event description:
Additional information reported there were no malfunctions with the extensions but they were explanted to prevent any other infection.

Event description:
Additional information reported the clinical diagnosis was a left abdominal abscess. The stimulator was going to be replaced but the site was waiting for the infection to resolve before implant. No leads were modified during explant. Two extensions were explanted and will be re-implanted when the new stimulator is placed.

Event description:
Additional information reported the event was related to the stimulator. It was unknown if the event was related to the procedure and was not related to the leads, extensions, or adaptors.

Event description:
It was reported the patient had an abscess due to a stimulator infection. It was unknown what kind of infection, if a culture was ta ken, or if antibiotic treatment was necessary. Diagnostics involved examination and the event was noted as related to the procedure. Actions taken to resolve event included in-patient hospitalization and device removal. The stimulator was removed and the event was considered resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, lot# unknown, explanted: (B)(6) 2014, product type: extension; product ID neu_unknown_ext, lot# unknown, explanted: (B)(6) 2014, product type: extension.

Event description:
Additional information received indicated that on (B)(6) 2014 an extension was explanted and no replaced.

Manufacturer narrative:
(B)(4).